Event description:
Philips received a complaint on the v60 ventilator indicating that the device alarmed for low tidal volume. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) clarified the device issue in a good faith effort (gfe) response received 24jun2025. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 26jun2025, it was stated that the device's diagnostic report (drpt) was not available. The asp also stated that no further service has been or will be completed on the device, because the customer did not accept further service. Philips is unable to confirm the final disposition of the device because the customers decision to refuse service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.